Event description:
Approx two months after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt's visual acuity decreased to 20/50 (bcva). In 12/05 and eleven days later, yag's were performed to reposition the lens. This resulted in an improvement in visual acuity to 20/25 (bcva). The physician attributed the event to capsular contraction syndrome.